Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. A visual inspection (via the naked eye) revealed a ruptured reservoir. The reported condition was verified. Microscopic inspection was then performed and identified a marking located on the interior surface of the reservoir, near the rupture line. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of an extra large volume intermate ruptured. The rupture occurred while the device was being filled with meropenem. There was no patient involvement. No additional information is available.